Manufacturer narrative:
The patient underwent a prostate mr scan in the feet first supine position. A sense xl torso coil 3.0t was used. The patient had passive implants and is described as elderly. Due to the hip implants, the examination took longer. Skin reddening, heating sensation and blistering was reported on the lower left forearm. The arms were positioned at chest level. The customer indicated that the coil cable was wrapped in a towel so that the arm had no direct contact with the coil cable. In addition, padding was used to prevent skin-skin and skin-cable contact. In the patient heating questionnaire (phq), the customer indicates that the patient may have potentially been in contact with the bore wall. In addition, the phq states that no padding was used to prevent body to bore contact. After our investigation and analysis, it was concluded that there is no indication of a system or coil malfunction that could have contributed to the incident. It was concluded that based on the injury area and nature of the injury, the likely cause was direct or near contact between the patients arm and the bore wall. It was mentioned that no padding was used to prevent this from occurring and that contact was likely to have occurred. Contributing factors: the thermoregulation of elderly patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. The ventilation was on level 3. Level 5 is recommended for patients with impaired thermoregulation.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the patient underwent a prostate mr scan in the feet first supine position. The patient had passive implants and is described as elderly. Due to the hip implants, the examination took longer. Skin reddening, heating sensation and blistering was reported on the left forearm. On the day of the incident, a first-degree burn occurred. It is unknown how it developed further. A cool pack was applied. It is reported the burn is expected to heal completely. The size of the blister is documented as unknown. Due to the unknown blister size, unable to determine the severity of the reported burn. Additional information is required to assess the severity of the reported issue. As there is insufficient information within the event description, we are unable to rule out serious injury and therefore out of precaution, we decided to report this incident.